Event description:
The customer contacted stryker to report that their device's on/off button would not work. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Heartsine evaluated the customer's device and was able to duplicate and verify the reported issue. The contact on the membrane pcba for the on/off button was corroded. This resulted in no connection to the contact pads beneath. Clearing out the corrosion resolved the connection issue. Further corrosion was observed on the screws and tracks of the j12 connector and the membrane tail, this indicates the device was stored outside of the indicated conditions. The root cause was determined to be storage outside of indicated conditions.

Event description:
The customer contacted stryker to report that their device's on/off button would not work. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.